Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. On (B)(6) 2023, the patient experienced headache, nausea, shortness of breath and heavy breathing. The next day she took the measurements and the cgm was reading 170 mg/dl and the blood glucose reading was 430 mg/dl. The patient had surgery nonrelated to dexcom 2 days prior to the event and was already at the hospital. On (B)(6) 2023, the patient was diagnosed with diabetic ketoacidosis and taken to the intensive care unit (ICU). The patient was treated with insulin at the ICU. At the time of the report, the patient was already discharged from the ICU but still at the hospital due to surgery. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. The patient experienced inaccurate cgm values 3 days after the sensor was inserted in the abdomen. On (B)(6)2023, the patient noticed the inaccuracy, took the measurements, the cgm was reading 170 mg/dl and the blood glucose reading was 430 mg/dl. That evening the patient experienced headache, nausea, shortness of breath and heavy breathing. The patient had surgery nonrelated to dexcom 2 days prior to the event and was already at the hospital. On (B)(6)2023, the patient's symptoms worsening which led for her to be rushed to the intensive care unit (ICU). The patient was diagnosed with diabetic ketoacidosis and was treated with insulin. At the time of the report, the patient was already discharged from the ICU but still at the hospital due to surgery. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).